Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 12mmx40cm interlock-35 coil was selected for use in the left subclavian artery. During the procedure, the coil detached prematurely inside the microcatheter distal part. It was noted that the coil protruded in the catheter's tip during removal. The coil was removed from the patient's body together with the catheter and the procedure was completed with another of the same device. No patient complications were reported.